Manufacturer narrative:
Complaint history records were reviewed for the lot number provided and no similar events were identified. Manufacturing history records were reviewed for the lot number provided and no relevant manufacturing issues were identified. It was confirmed via x-rays provided that a xia ii rod main body fractured post-operatively. Root cause could not be determined conclusively, however some possible root causes are: excessive patient post-op activities beyond surgeon recommendation, patient non-fusion, surgeon applying too much torque to tighten the blockers, poor fixation construct , device used beyond intended use, improper screw hole prep -improper screw insertion, improper rod contouring (saggital alignment) or too much rod bending leaving residual stress, oor bone quality, improper rod stiffness (ti/vitallium), blocker over-tightened in disc space, screw is too proud, too much residual stress on rod from tightening/rotating/bending, blocker under-tightened.

Event description:
During re-examination one year after operation for t11 thoracic tuberculosis internal fixation, spinal canal decompression, and bone graft fusion, the rod (posterior spinal internal fixation system) was discovered to have fractured. Patient underwent revision surgery to replace the rod (B)(6) 2019.

Manufacturer narrative:
Patient is in possession of the device.

Event description:
During re-examination one year after operation for t11 thoracic tuberculosis internal fixation, spinal canal decompression, and bone graft fusion, the rod (posterior spinal internal fixation system) was discovered to have fractured. Patient underwent revision surgery to replace the rod (B)(6) 2019.